Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Per device analysis results, zero impedance didn't lead to a loss of stimulation as previously reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the additional reason for the ipg replacement was a loss of stimulation which was related to the initially reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
An sjm representative met with the patient ((b)6)) and an impedance check revealed a zero impedance reading. Troubleshooting was unable to provide resolution. X-rays were taken and no anomalies were found. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.